Manufacturer narrative:
The device has not yet been received for evaluation. Should new relevant information be received, a supplemental form will be completed.

Event description:
It was reported that the wake button became stuck down and caused button alarm 22. Reportedly, the customer was unable to clear the alarm. There was no reported impact to the customer's blood glucose level.